Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her tampon came apart upon removal and pieces remained inside of her. She indicated that the event occurred with three different tampons. She was able to remove the remaining pieces. She did not seek medical assistance, and has no plans to do so. No further information is available at this time.